Event description:
Additional information received reported the patient experienced "poor analgesia" and post replacement the patient had ¿good analgesia.¿ the pump was being used to deliver hydromorphone, bupivacaine, and dilaudid.

Event description:
It was reported that patient was not getting pain relief, had less than 50% therapy relief. A pump/dye study was performed and there was no csf (cerebrospinal fluid) from cap (catheter access port); the cause was not determined. A CT scan was also done (details not provided). The pump and catheter were replaced. Patient status was indicated as alive - no injury. Drugs delivered via the device were dilaudid and bupivacaine. 2013 (B)(6) (e1a/rep): the daily dose of was increased. 2013 (B)(6) (rp/reo): routine eol (end of life) was stated.

Manufacturer narrative:
Product ID 8709 lot# l65392, implanted: 1999 (B)(6), explanted: 2013 (B)(6); product type catheter product ID 8596sc, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Pump and many catheter segments were returned. As received, the pump was left running at simple continuous rate with active pa (physician activated bolus). Logs indicated 14.9 ml of fluid when analysis pulled 0 mls. The logs also showed that the pump had an empty reservoir alarm on (B)(6) 2013. A motor stall recovery light was present which meant that there was a motor stall and motor stall recovery in the pumps past history. Pump failed dispense accuracy test at 300 ul/day with overinfusion. It was further noted that the fluid pulled was yellowish and was not beach. Following this further infusion testing was done and the pump passed. On analysis the pump tube was yellow/brown and had some narrowing in some areas. Analysis of the pump was concluded to be overinfusion-undetermined root cause. Catheter 8709 was returned partially in two segments. Some white fm (foreign matter) on the body of the catheter was noted and there was deformation near anchor as if the catheter had taken on a "set". Just distal from the anchor a slice cut in the catheter body was noted. Analysis of this catheter was concluded as catheter body slice cut, a non-significant anomaly. A partial 8596sc catheter was returned. Analysis noted an indentation down inside of the sc cup that was at least 90% in the white silicone. Analysis of the catheter was concluded as catheter/sc connector/indent in seal and occlusion related to the event. Partial segments of an unknown catheter model/serial # were returned. Three segments returned. Some white fm on the body of the catheter segment 1 was noted; segment 3 had a slice cut in the catheter body near the dispensing hole end of the segment. Analysis concluded catheter body/slice cut not related to explant damage.

Manufacturer narrative:
Product ID unk, serial# unk, implanted: unk, explanted: 2013 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.